Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing night time low blood glucose (bg) events while using the ilet insulin delivery system in the learning phase. The user was consuming unannounced nighttime snacks, which may have contributed to elevated glucose levels followed by correction boluses and subsequent overnight lows. The lowest reported blood glucose level during the event was 45 mg/dl where they experienced shaking and sweating. Patient treated themselves with yogurt and glucose tabs. No external assistance or medical intervention occurred.